Manufacturer narrative:
The cartridge instructions for use states: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of 600 mg/dl due to expired insulin. The customer experienced a high ketone level due to the elevated bg. The customer addressed the elevated bg by administering manual injections, as well as opening a new bottle of insulin and changing the infusion set in use.